Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined there was torn reagent pipettor tubing. The tubing was replaced. Reagent registration was tested and quality controls were run. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 9 patient samples tested on the cobas e 801 analytical unit. Sample results for the following tests were affected: elecsys ft4, elecsys tsh, elecsys vitamin b12, and elecsys dhea-s. Please refer to the attachment for all patient data. No units of measure were provided.

Manufacturer narrative:
The investigation determined that the torn tubing replaced by the field service engineer was not adjusted correctly. The investigation determined that the issue is consistent with insufficient service action. The issue was resolved after the replacement of the tubing.